Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported hearing tones. The system was noted to have recorded a high, out of range shock impedance measurement. Boston scientific technical service recommended to continue to monitor the system as all other measurements were within range. There were no adverse patient effects reported. The system remains in service.